Manufacturer narrative:
The country of origin is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys estradiol iii assay results, for 2 patients, from the cobas e801 with an unknown serial number. Patient 1: initial result: >3000 pg/ml. 1:2 dilution rerun results: 3103 pg/ml and 3402 pg/ml. 1:5 dilution rerun results: 2474 pg/ml and 2651 pg/ml. 1:10 automatic dilution rerun results: 2108 pg/ml, 2128 pg/ml, and 2210 pg/ml. Patient 2: initial result: >3000 pg/ml. 1:2 dilution rerun result: 2718 pg/ml. 1:5 dilution rerun result: 2096 pg/ml. 1:10 automatic dilution rerun result: 1817 pg/ml. The questionable results were reported outside the laboratory.

Manufacturer narrative:
Based on calibration and qc data a general reagent issue could be excluded. The two samples were requested for investigation but the samples could not be provided for investigation. Based on the available data, the investigation did not identify a product problem. The cause of the event could not be determined.